Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient died from a brain bleed that occurred a period of time after she fell. Patient previously had three hernia surgeries at the same site on her body. Reporter stated that patient was unable to control basic bodily functions after the three surgeries. It is unknown at this time if the mesh was a contributory factor or if the mesh was manufactured by covidien.